Event description:
It was reported that during a da vinci si prostatectomy procedure the system did not recognize the large needle driver instrument. The surgical staff tried to set the instrument to other arm, however, the problem persisted. The staff exchanged it into a backup instrument, and the planned procedure was completed without problem. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument passed recognition and engagement tests. The system displayed a message that said the instrument expired therefore the complaint could not be confirmed. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .063 - .257 in length and not axially aligned with the tube. Failure analysis concluded the scratches may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; enter the failure information here, such as tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.